Event description:
It was reported that the patient complains about increasing noise and fluctuating hearing sensation since beginning of (B)(6). On (B)(6) 2011, the external parts were exchanged completely and a new fitting was tried but w/o improvement. By now, the random noise restrains the patient's speech understanding very much. Further the patient reports a crackling noise, when he has the speech processor off and gives slight pressure to the area around the implant. Testing carried out on (B)(6) 2011 showed a fluctuating groundpath impedance between 2.61 kohm and 3.09 kohm. The voltage matrix showed some irregular values. The electrodes 9 and 12 showed impedance fluctuations by 5 kohm, when pressure was given to the area around the implant - while the patient experienced a crackling noise. An accident or fall has not been reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.